Event description:
Boston scientific received information that this atrial lead had dislodged. A revision procedure was performed and the lead was removed from service without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be re-evaluated if additional information is received.